Event description:
During an in-clinic follow-up, diagnostic imaging was performed and revealed that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.